Event description:
As the rn was discontinuing the patient's foley catheter, she began to remove the foley securement device. At that time, she noted that blisters had formed underneath the securement device. The blisters did not extend past the adhesive lines of the securement device. When the securement device was placed, the patient's skin had been intact. The site was cleaned with saline and a tegaderm was placed on the affected skin. The physician ordered no other medical treatment for the area. The foley and securement device were placed in the or. The blisters were noted sixteen days later when the rn was discontinuing the foley and securement device.when the device was applied, the patient's skin was dry and intact. No lotions or ointments were present on the patient's skin prior to the securement device placement. The patient's skin did not require hair clipping. Staff utilized the skin prep pads included in the bardex i.c. Complete care foley kit to prep the skin before applying the securement device. Staff also report that the prep was allowed to fully dry before the device was placed.